Event description:
The hosp reported that during a procedure the image was cloudy and not clear. The physician withdrew the scope and the procedure was completed with a different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of "ultrasound image was not clear." The ultrasound image was found dark and to be distorted. There was a cut observed on the plastic cap which could have contributed to image distortion. The cut appears to be physical damage. This report is being filed as an MDR in an abundance of caution.